Event description:
It was reported that the patient will have a revision surgery to replace an inflatable penile prosthesis (ipp) cylinder due to the cylinder not inflating and fluid missing in the reservoir. A patient outcome of stable was reported.